Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and missing reservoir tube o-ring. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 529 mg/dl. Troubleshooting for the cosmetic damage was performed. Customer advised the compartment where the reservoir is placed has broken. Customer advised there is a broken piece that came off of the insulin pump where the reservoir housing is located. Customer advised they do not know how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.